Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor pod removal from the patient's body the sensor wire broke. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph was provided confirming the reported broken sensor wire. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, the image that was provided actually indicates the sensor wire is whole. The reported event of a broken sensor wire could not be confirmed. A root cause could not be determined.